Event description:
Pt was for interstitial and intracavity brachytherapy insertion, using the perineal template. The source was pulled early when a problem was identified with the treatment planning system. By pulling the source early, there was no dosage problem. In a total of 26 1/2 hrs, an average of 3250 cgy was given to the periphery of the implant, calculated at the 110 cgy/hr isodose line.